Manufacturer narrative:
E.1.: initial reporter facility name: (B)(6). Investigation summary: bd did not receive any samples or photos for investigation. Therefore, a total of 100 retained samples were visually inspected, and no additive abnormalities were found. Complaints for sample quality are under statistical control for the month of may 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, 1 tube clotted. The sample had to be recollected. There was no other health impact or consequences reported.